Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured with retention strips and a high level quality control. Testing results: qc 1: 2.4 inr. Qc 2: 2.4 inr. Qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (1.7 - 2.5 inr). All measurements were without error messages. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). At 10:00 am, the result from the meter 3.3 inr. At 2:00 pm, the result from a laboratory using stago neoplastine reagent was 2.5 inr. There was no allegation of an adverse event. The therapeutic range was 2.0 to 3.0 inr. The customer was not anemic, not polycythemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no new medications, no diet changes, no additional illness, and no bleeding or bruising symptoms. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.